Manufacturer narrative:
(B) (4). (B) (4). Info not available, device not returned for analysis.

Event description:
It was reported that during a total gastrectomy procedure, the distal part of the tissue pad was damaged in the 4th hour and became non-functional. Also the error code 5 was displayed. Another device was used to complete the case. There were no adverse consequences to the pt.